Event description:
Customer reported receiving an altitude alarm from the pump and mentioned experiencing these alarms several times over the past 4 to 5 weeks. The customer's blood glucose level at the time of the event was within the normal range at 162 mg/dl. The customer had cleaned the speaker holes and restarted the pump several times, but these actions did not resolve the issue. Tandem technical support confirmed that the pump would be replaced. The customer understood how to place the pump into storage mode and return it within ten days using a pre-paid label, and a replacement pump was arranged. Mdi was chosen as the backup therapy to ensure uninterrupted insulin delivery.